Event description:
The etiology of deafness was mondini's malformation bilaterally. Eighteen months post-operatively, this patient developed meningitis. The patient was hospitalized and fully recovered.